Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with cbit wrap test daq failed error. The customer reported the device was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up repair information: per field service engineer (fse) power issue at hospital is the cause of the reported problem- the device was pm and passed successfully - device is ready for clinical use. Patient information was not provided.